Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. Customer reported insulin pump got wet. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged exposed to moisture & blank display found on july 29, 2022. Insulin pump alarmed critical pump error after battery installation. Unit successfully downloaded to thus and crest. Verified critical pump error due to insulin pump error alarm in the insulin pump history download on july 29, 2022 between 09:24 pm and 09:34 pm due to moisture damage to moisture damage. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board force sensor. Unable to perform force sensor zero offset due to moisture damage to force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), keypad overlay texture damage, damaged display window cover. Critical pump error (open book image) alarm confirmed due to insulin pump error. Blank display is not confirmed. Insulin pump exposed to moisture confirmed at electrical board, force sensor. Insulin pump error is confirmed due to moisture damage on force sensor and being found in history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.